Event description:
A surgeon reported following bilateral intraocular lens (iol) implant procedures, a patient is unhappy with his vision. According to the surgeon, the patient has experienced bilateral double vision, glare, and decreased vision that interferes with driving at night and reading. Prior to the implant, the patient also reported double vision. The patient received medical treatment for dry eyes and meibomianitis. The patient has had bilateral laser treatments with no visual improvement. There are two manufacturer reports associated with these events. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the device was not returned, the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).